Event description:
A catheter occlusion was reported. Diagnostic testing included a dye study. Per the patient¿s family, the patient quickly accommodates to narcotics both oral and intrathecal. Since the pump was implanted 2 years 8 months ago, the patient had been on morphine, prialt, hydromorphone, bupivicaine and hydromorphone with bupivicaine and therapy effective for four-six weeks before experiencing loss of therapeutic effect, less than 50% of therapy relief. The patient started losing therapeutic effect around (B)(6). The medication in the pump reservoir was being changed from hydromorphone with bupivicaine to hydromorphone only on (B)(6) and the clinicians attempted to access cap to remove the existing drug in catheter with inability to aspirate. Hydromorphone in reservoir was programmed to 12.5 mcg/day and a catheter revision was performed on (B)(6) 2014. Intra-operatively when the pump exposed, attempt to withdraw fluid from catheter via cap with 22 gauge non-coring needle was unsuccessful. The neurosurgeon was unable to disconnect the sutureless connector from pump after multiple attempts even with hemostats as silicone kept sliding off from metal. The sutureless connector was then deliberately cut and no spontaneous retrograde flow csf obtained, even when withdrawn with a needle attached to a syringe, the spinal segment catheter disconnected from connecting pin at lumbar insertion site with no spontaneous retrograde flow csf obtained, even when withdrawn with a needle attached to a syringe. The catheters were replaced. After the spinal segment explanted, the neurosurgeon filled a syringe with normal saline, attached a needle and the normal saline freely moved from the proximal end through the distal end of the catheter without any resistance. An MRI was taken on (B)(6) 2014 by the neurosurgeon to rule out an inflammatory mass and was negative. The patient¿s pump was currently being titrated up to manage pain. The pump was used to deliver hydromorphone. The patient outcome was not reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.